Event description:
A malfunction alarm, specifically code malf 12, was reported by the customer, and there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with instructions to reset the pump, and the alarm did not recur after resetting. The customer was advised to continue using the pump and to contact support again if any issues reemerged.